Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2021 product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-dec-2016, UDI#: 00613994555595. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (4 mg/ml at 0.75 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. It was reported that the patient was scheduled for pump replacement due to an eri (elective replacement indicator) of less than 6 months. Immediately prior to the pump replacement surgery, the physician performed a catheter access study and was unable to aspirate csf (cerebrospinal fluid). Therefore, in addition to replacing the pump, he also removed 27 cm of the old pump segment of the catheter and replaced it using a pump segment revision kit. The replaced segment was the exact same length as the old segment, so there were no changes in the catheter length/volume. Once reconnected with the collet, the physician was able to successfully aspirate the catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.